Manufacturer narrative:
Investigation summary: review of the provided patient files revealed for the first time, on (B)(6) 2023, a ¿v burst¿ episode showed oversensing noise due to the detection of non-physiological signal and artefacts. On (B)(6) 2023, a lead polarity switch to unipolar occurred due to two abnormal lead measurements (under 200 ohms). If the ventricular lead wires and their insulation were still intact, the unipolar ventricular pacing impedance would be expected to be normal. As indicated x-rays were reviewed by a radiologist and no insulation issue was observed; however, it is possible that the (potential) anomaly is small and therefore difficult to observe with x-ray. It could also be related to the patient arm position. Observation from the strips recorded in the device memory (noise and artefacts as well as lead instable impedance measurements with low values, below 200 ohms) could be suggestive of an intermittent minor external insulation damage. However, as the lead remained implanted and could not be returned for investigation, the exact cause could not be confirmed. At this time, a re-intervention is recommended (at the discretion of the physician) to replace the ventricular lead if the patient health or lead status worsens.

Event description:
Reportedly, on (B)(6) 2023 a follow-up occurred and revealed that the ventricular lead impedance was decreasing. A warning message regarding the impedance was displayed indicating that the lead polarity switch to unipolar triggered by a low impedance measured (< 200 ohms). A thoracic x-ray was performed due to clinical situation and a suspicion of lead insulation defect. On (B)(6) 2023, the statement of the radiologist is that there is no insulation defect.

Event description:
Reportedly, on (B)(6) 2023 a follow-up occurred and revealed that the ventricular lead impedance was decreasing. A warning message regarding the impedance was displayed indicating that the lead polarity switch to unipolar triggered by a low impedance measured (200 ohms). A thoracic x-ray was performed due to clinical situation and a suspicion of lead insulation defect. On 11 august 2023 , the statement of the radiologist is that there is no insulation defect.